Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer was treated with insulin and a drug for vomit. In addition, the high-pressure test and self test were performed and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.